Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301948 and lot number 2110209. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. Upon analysis, none of the retained samples displayed cracked barrels. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically reject any defective product identified. It is possible that the syringe broke during the primary packaging process due to a clog in the syringe feeder; however, the exact cause could not be confirmed at this time. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd plastipak¿ syringes had cracks. The following was recieved by the initial reporter: verbatim: on (B)(6) 2023, cracks were found in the 20ml bd syringe during fluid replacement for patient in bed (B)(4), requiring a new syringe configuration to be replaced.

Event description:
It was reported that the bd plastipak¿ syringes had cracks. The following was received by the initial reporter: verbatim: on (B)(6) 2023, cracks were found in the 20ml bd syringe during fluid replacement for patient in bed 2320, requiring a new syringe configuration to be replaced.

Manufacturer narrative:
Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.